Manufacturer narrative:
Analysis of the returned sheath showed that both hemostatic valves exhibited no physical damage other than deformation consistent with prolonged dilator insertion. Assuming the valves were not deformed prior to procedural use, no defects were identified that could have contributed to the reported air ingression. The leak-performance test failure was likely caused by the observed valve deformation. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The available information did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was used as a transseptal (tsp) device. The puncture was done by putting a needle in the dilator in the faradrive steerable sheath clear. After going transseptal, the dilator and needle were pulled out. A pressure bag was used to flush the faradrive steerable sheath clear. The physician attempted to aspirate and visible air was observed. Bubbles were observed in the flushing line of the faradrive steerable sheath clear. The faradrive steerable sheath clear was removed. After going transseptal again with the new faradrive steerable sheath clear, there was no issue. The procedure was completed successfully. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory. It was further reported a pressure bag was used to flush the sheath. Bubbles were observed in the flushing line.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was used as a transseptal (tsp) device. The puncture was done by putting a needle in the dilator in the faradrive steerable sheath clear. After going transseptal, the dilator and needle were pulled out. A pressure bag was used to flush the faradrive steerable sheath clear. The physician attempted to aspirate and visible air was observed. Bubbles were observed in the flushing line of the faradrive steerable sheath clear. The faradrive steerable sheath clear was removed. After going transseptal again with the new faradrive steerable sheath clear, there was no issue. The procedure was completed successfully. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.